Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent into a patient to treat a dissection occurred outside of another manufacturer's stent previously deployed in the lad #7. It is reported that on delivery of relevant device, the tip of the sds was caught on the strut of the previously deployed stent and it was not able to pass through the dissection part. The physician attempted to withdraw the relevant device into the guide catheter as contraindicated in the foreign endeavor rx instruction for use. When the middle length of the relevant stent was pulled into the guide catheter, the relevant stent dislodged. The physician crossed a balloon catheter to the dislodged stent and dilated the balloon a little to have the stent caught on. Then he removed the system but the stent was not on the balloon of the balloon catheter. The dislodged stent was retrieved with a snare then another manufacturer stent was deployed at the dissection part. The patient is reported to be fine and no other sequelae was reported. The physician commented that he does not consider this event as a device malfunction. The relevant device was inspected prior to use with no anomalities noted. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The device has not been identified as the root cause of the event. Based on the information available, it appears most likely that the struts of the previously deployed stent along with the retraction of the un-deployed stent towards the guide catheter have caused the reported dislodgement.

Manufacturer narrative:
Secondary intervention: dislodged stent retrieved with a snare, another manufacturer stent deployed at dissection part. Evaluation: results: stent dislodgement. Un-deployed stent retracted towards the guide catheter. Stent previously deployed in the lad #7.